Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The device was able to successfully deliver therapy to the patient for the first few attempts, thereafter the device was unable to deliver therapy when the shock button was pressed. This device was used as a backup during the patient event. No further details about the patient event or the patient were provided by the customer. There were no adverse effects reported to have occurred to the patient during this event.